Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results using the inratio meter. Date: (B)(6) 2011, inratio: 1.5, lab: 2.9. Pt tested within 30 mins of having lab drawn. Date: (B)(6) 2011, inratio: 1.3, (new strip lot) inratio: 1.3. Date: (B)(6) 2011, inratio: 1.6, (new strip lot) inratio: 2.1.